Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was brought to the hospital in a coma. The device delivered therapy the two days prior to this. The family requested confirmation that the device worked correctly. The physician reported that the device declared an arrhythmia as ventricular tachycardia, but the egram demonstrated ventricular fibrillation. In addition, it was reported that a burst of anti-tachy pacing accelerated the rhythm.